Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. Device inspection found connecting tube has a dent. Furthermore, device evaluation found the biopsy channel and connecting cover had foreign objects and the nozzle was clogged. These conditions are due to handling ,insufficient cleaning. Other findings found were: the light guide cover glass had a dent, the distal end cover had a dent, the protector of universal cord on the suction connector side had a cut, the switch 1 had a cut, the scope connector case unit had a scratch, the adhesive on the distal end rubber is detached, the image guide protector had a cut, the universal cord had a scratch, the suction cylinder is shaved, the channel tube had damage causing water tightness to be lost, the angle wire was worn causing the bending angle in up down and left to not meet standard values, water removal ability does not meet standard values, the switch box has a scratch, the objective lens has a scratch, the objective lens has a scratch, the control unit is deformed, the control unit has a scratch, the right left knob has a scratch, the grip has a dent, the forceps channel port is shaved, the connecting tube has a dent, the plug unit has a scratch, the scope connector cover unit has a scratch, the angle wire is worn causing up down left and right angles to be out of standard value, the up down knob has a scratch, the grip has a scratch and the suction cover has a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had the connecting tube be compressed. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the biopsy channel and connecting cover had foreign objects and the nozzle was clogged. The issue occurred during reprocessing. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.